Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation.  A review of imagery showed the following:  crimped valve centered on the inflation balloon; inflation balloon to crimp balloon separated, and balloon legs flared outwards. Due to the unavailability of the device, no potential manufacturing non-conformance was able to be determined. During manufacturing, the valve frames are 100% visually inspected by both manufacturing and quality for any defects.  After cleaning and drying cycle, the valve frames are 100% visually inspected under a minimum 10x magnification for deformation, grooves, broken strut and scratches. Prior to final packaging, 100% visual inspection of the valves were performed at preliminary packaging. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event.  A lot history review was performed and revealed no additional similar complaints relating to frame damaged during use.  A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged during use was not confirmed based on the provided imagery. A  review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿an attempt was made to remove the crimped valve through the sheath but was unsuccessful. Noted a tine was getting caught at the tip of the sheath and was unable to get valve back in the sheath.¿ since the inflation balloon to the crimp balloon was separated, the balloon wing on the inflation balloon would create a larger profile as the delivery system is withdrawal through the sheath. The larger profile is more susceptible to catch on the sheath distal tip and result in the withdrawal difficulty. As such, it is likely that no damage occurred to or was caused by the crimped valve. Per training manual, ¿do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again.¿ as such, available information suggests that procedural factors (withdrawal of torn balloon) may have contributed to the complaint event. Since no product non-conformance or IFU/training deficiencies were identified, a product risk assessment and corrective/preventive actions are not required.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2020-12651.  UDI number: (B)(4).  Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 valve, the valve was aligned in a straight section and there was no resistance noted. The tortuosity did not straighten out with the initial delivery wire and was extremely tortuous. The team positioned and attempted to deploy the valve but had no visible inflation of the balloon. There was a ¿break in the balloon at the junction of the balloon and shaft material¿. An attempt was made to remove the crimped valve through the sheath but was unsuccessful. A tine was caught at the tip of the sheath and was unable to get the valve back in the sheath.  An attempt was made to remove the system as a unit but was stuck at the right common femoral artery. A cutdown was performed to remove the system.  The surgeon commented that he could not pull the valve out because there was something ¿like a barb on a hook¿ that was preventing him from sliding the valve out of patient¿s arteriotomy. New systems were prepped (26mm sapien 3, dryseal, lunderquist wire) and was able to position and deploy the valve successfully. A paravalvular leak (pvl) was noted and a post dilation was performed with a 26mm true balloon with end result of trace pvl. The access site was surgically closed and the patient is stable post procedure.